Event description:
It was reported the pt developed a seroma that required revision of the system.

Manufacturer narrative:
This report is being filed under exemption which covers a 3-year retrospective review of previous calls that were not forwarded to complaint handling from pt/technical svcs for MDR review during the time period of 6/1/04 to 5/1/07 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury and malfunction events found during this review. This medwatch report represents 1 unreported serious injury event for model 8731, 3 serious injury events for model ddb catheter, 2 serious injury events for model 8637, 1 serious injury event for model ddb pump, 1 serious injury event for model 8627l10, and 1 serious injury event for model 8627-18 for the above time period (all product code lkk). This total includes the event described in this report.